Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump received an open book image on the screen of insulin pump and had a critical pump error alarm. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional. The device will be returned for analysis.